Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump experienced malfunction alarm with code displayed on screen, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer turned pump off before calling and, with support from technical support, reset pump and turned it back on, confirmed malfunction did not recur after reset, was advised to continue using pump and to call back if malfunction appeared again, and acknowledged understanding of instructions.